Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, search for similar complaints, a review of tracking and trending data, a review of sensitivity performance, and product labeling. Ticket searches determined that there is an elevated complaint activity for the likely causative agent lot. The tracking and trending report review determined that there are no related adverse trends. No non--conformances or deviations were identified. Retained kits of architect anti-hcv reagent lot number 95371li00, were calibrated and the calibrations met instrument specifications. All control values met control specifications. A review of the data showed that sensitivity performance is not adversely affected. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending, a review of the performance and sensitivity, and a review of product labeling. Ticket searches determined that there is an elevated complaint activity for the likely causative agent lot. The tracking and trending report review determined that there are no related adverse trends. The review of performance of the likely cause lot did not identify any non-conformances or deviations. To evaluate the sensitivity performance, retained reagent kits of architect anti-hcv reagent, were tested and results of this did not implicate that the sensitivity performance of the lots is negatively impacted. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Event description:
The customer reported a (B)(6) anti-hcv result of (B)(6), when processing on the architect i2000sr. The initial result was (B)(6). Previous testing had generated an initial and repeat result of (B)(6). No impact to patient management was reported.